Event description:
It was reported that a customer used a large volume folfusor (5ml/h) instead of the ordered large volume infusor (2ml/h). The device was prescribed to infuse during 96 hours; however it infused in less than 38 hours. The pump was filled with 146 ml fluorouracil and 46 ml glucose. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). (B)(6). The lot was manufactured from june 28, 2014 to june 30, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.